Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with an infusion set. The symptoms were noticed 3 or more hours after insertion. The site of insertion was abdomen and was rotated regularly. This led to high blood glucose levels and the patient took correction bolus via pump, and mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.